Manufacturer narrative:
Patient developed an infection at the incision as a result of patient fall. The joint was opened and cleaned. Replacement poly inserts requested in case revision surgery is required. Review of the device history record indicates the device was manufactured to specification. All sterilization requirements were met.

Event description:
Patient developed an infection at the incision as a result of patient fall. The joint was opened and cleaned. Replacement poly inserts requested in case revision surgery is required.